Event description:
Information received from medtronic indicates that the insulin pump had pump error. The customer was advised to perform a self test. The product did not pass the self test. No harm requiring medical intervention was required. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.